Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
The drill from 611 afn nail kit snapped in situ during operation with dr (B)(6). The drill piece was left inside the patient tibia and inside the proximal hole of the nail.